Event description:
A malfunction was reported on the pump, and there were no notable events preceding the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to reach out if any future malfunctions occur, which they acknowledged and understood.